Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). According to the hcp, this patient's monitoring system detected a low voltage alert (voltage too low for projected remaining capacity) in mid-(B)(6) 2014. Ts discussed the issue and recommended device replacement. Stored data was received and was reviewed by boston scientific's in-house engineering. The low voltage alert in (B)(6) 2014 was confirmed. The current voltage was 3.007 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The patient has been scheduled for device replacement. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was successfully explanted ad replaced. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted a hole in the lv (tip) seal plug. All of the set screws operated normally. Lead seal marks indicated that all of the lead's terminal pins were fully inserted. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
--